Event description:
While using a byte night aligners, patient reported that they have allergic reaction to the aligners. The patient was seen by their doctor and provided a lor. Doctor stated, the patient has had significant reactions to using the byte aligners. They have had swelling of submandibular glands and can no longer use the devices. Aligner treatment stopped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.